Event description:
It was reported that during a supply change the patient inadvertently pulled the infusion set out of the applicator while removing the adhesive cover, resulting in an incorrectly deployed infusion set and connector issue; an agent guided the patient through a site change and reuse of previously filled tubing, after which insulin delivery resumed normally and blood glucose remained stable without alarms. Symptoms included no reported adverse clinical effects. Outcomes included restoration of therapy without interruption to glycemic control and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error during infusion set application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment.

Manufacturer narrative:
Initial.